Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Based on the information reviewed, a definitive cause for the reported ventricular tachycardia, could not be determined in this incident. The patient effect of respiratory distress was a secondary effect of ventricular tachycardia. Additionally, the patient effect of fever was due to respiratory distress. It should be noted that the reported patient effects of fever, respiratory failure and arrhythmia (ventricular tachycardia), are listed in the mitraclip system instructions for use, as known possible complications associated with mitraclip procedures. Based on the information reviewed, there is no indication of a product quality issue.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report the ventricular tachycardia. It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with an mr grade of 4+. The patient presented with cardiogenic shock prior to the mitraclip procedure. During advancement of the first clip delivery system (cds), the patient began to experience ventricular tachycardia and pulmonary aspiration. The patient was treated with defibrillation. Two clips were implanted, reducing the mr to 1-2. On (B)(6) 2018, two days post procedure, the patient had fever. It is the physician's opinion that it is possible the mitraclip contributed to v-tach and the fever was caused due to pulmonary aspiration during the ventricular tachycardia. There was no clinically significant delay during the procedure. The patient is stable. No additional information was provided.